Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5113910, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078441, UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting adequate pain relief despite reprogramming. It was also noted that the implantable pulse generator (ipg) was no longer keeping a charge and the right lead had high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were not returned. The patient was doing well postoperatively.